Manufacturer narrative:
A field service engineer (fse) visited and confirmed the leak from cut tubing at valve vl49 (pv49). The tubing was replaced, resolving the leak. (B)(4).

Event description:
A customer reported an uncontained leak of approximately 25ml of clear fluid from a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) including gloves and a laboratory coat when the leak was discovered. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.